Event description:
Report 1 of 2. Consumer reported upon removal of an unspecified number of tampons, the string separated from the pledget. She manually removed the pledgets from her vaginal cavity and with an unspecified number of them, the pledget either unraveled or fell apart into pieces. She felt she was able to remove any remaining pieces from her vaginal cavity. She reports that after these incidents she developed a full body rash and sought medical attention. She was prescribed two unnamed oral medications, an antibiotic and a steroid. There was no diagnosis provided by the healthcare professional, and it was unknown what caused the rash. Her rash has improved and she did not have any other symptoms. She is not planning to seek further medical attention.

Manufacturer narrative:
A manufacturer lot code of nn224215a1004 was provided by the consumer however during the investigation it was found to be an invalid lot code number. With no means to confirm the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.